Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It wsa reported that the patient reported issues with their controller since a month ago. Patient reported the controller displayed battery empty cannot continue recharge the controller, but they thought it was "pretty well charged." Patient reported they would go to charge and would have to "babysit" it "moving it up and down and around sometimes for 10 or 15 minutes to finally get a green light going. "Agent had patient plug controller into ac power supply and patient reported there was a green light on the power supply, but the green light on the controller flashed one time and then went away. Patient reported no visible damage to the ac power supply, but did report they had a rubberband around the cord for the 2 years with the cord "looped in a rectangular circle." Patient removed battery pack and plugged empty controller into power supply and reported the screen powered on and then went off. Patient wiggled the power cord, but this did not resolve. Patient reported the controller screen was flashing very quickly on and off. Patient indicated they use the same recharger cord for their right and left ins controllers, but use different power supply cords. Agent had patient connect empty controller to their other power supply cord and patient again reported a green light on the power supply and not light on the controller. The controller also does not power on when plugged in with the battery pack removed. The issue was not resolved through troubleshooting. A replacement controller was sent out. No symptoms were reported.